Event description:
It was reported that patient had been experiencing issues with the catheter and said that the urine was not draining through the tube and was creating negative pressure which was causing discomfort at the tip of the penis and patient concerned about infection with this. They informed them to try running water through the leg bag first, because it was like a vacuum and causing the backflow and would follow up with patient tomorrow. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "obstruction in tube/kinked tubing'. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.